Manufacturer narrative:
The root cause of the revision surgery on (B)(6), 2012 was identified as an infection. The original surgery occurred on (B)(6), 2012, 21 days prior to the revision surgery. The outcomes attributed to this event are non-serious and required intervention to prevent permanent impairment/damage. There was no information submitted with this complaint regarding pre-existing conditions of the patient or patient activities that may have led to the infection or inhibited the patient's immune system. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The device history records for the 3dknee insert were examined. The product used in the original surgery was sterilized through an acceptable hydrogen peroxide gas plasma process and was within its expiration date at the time of implantation. A review of the implant device history records, product complaint report database, and sterilization records show that this device met sterilization, design, or manufacturing requirements. Due to the short time between the original surgery and the revision surgery it is possible that the infection was acquired at the hospital (nosocomial). It is also possible that the patient was not compliant with post-surgical instructions. No information was submitted with regard to the severity of the infection. The data reviewed in this report supports that this incident was not the result of a product or manufacturing process defect.

Event description:
Revision surgery- the patient developed an infection.